Manufacturer narrative:
The product was not returned to medtronic ps medical. Therefore, we were unable to confirm or conclusively determine the cause of the reported complaint. In addition, the catalog number reported, 41101, is a ventricular catheter, which was functioning according to the report. Source was contacted several times regarding peritoneal catheter ID. The catalog number was not available. It was unk whether the catheter was a medtronic ps medical product. Since the product was not returned to medtronic ps medical and the catalog number of the peritoneal catheter was not known, co is unable to cofirm any involvement of a medtronic ps medical product in the reported incident. No replacement product was issued to the hospital.